Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report states that during a laparoscopic colon procedure, no completed seal was made even though an end tone, indicating a completed sealing cycle, was heard. The site stated that they noticed a misalignment of the device jaws during a visual inspection after the procedure. Another device was used to complete the procedure without incident. There was no pt injury.